Manufacturer narrative:
We are awaiting device return. When our analysis has been completed, a f/u report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported a cardiac perforation occurred during an atrial fibrillation ablation procedure. The physician was concerned that the generator was not giving accurate impedance readings. When the physician moved the catheter to different areas within the heart, he expected a difference in impedance readings but consistently got readings around 90 ohms.